Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. The reported problem (response buttons) has been confirmed. Upon investigation the rear response button was non-functional. The response button¿s flex cable was not plugged into the monitor, causing the non-functional response button. The root cause of the unplugged cable was unable to be positively determined. No adverse event resulted from the unplugged response button cable. The pt was provided with a replacement monitor.

Event description:
A pt service rep contacted zoll customer support to report that while fitting a (B)(6) male pt, the monitor¿s response buttons were non-functional. The pt was provided with a replacement monitor.